Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported particulate matter (pm) was observed in an unspecified quantity of exactamix 250 ml eva tpn bags. The pm was identified as styrene/acrylonitrile copolymer and blue nitrile, by ftir. There was not patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h4 and h6. H4: the device was manufactured between 28sep2020 and 29sep2020. H10: unspecified quantity of devices were retained by the customer and the device was evaluated by an independent laboratory. The particulate matter was not reported; therefore, the condition could not be confirmed nor refuted. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.